Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and stated that the patient had been successfully swapped to another ventilator without issue. The rse advised the customer to complete an air flow accuracy test on the device. If the device failed the test, then it was advised to replace the flow sensor assembly (fsa). If the device passed the test, then the customer was advised that the device could be returned to use. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) of the issue and stated that the patient had been successfully swapped to another ventilator without issue. The rse advised the customer to complete an air flow accuracy test on the device. If the device failed the test, then it was advised to replace the flow sensor assembly (fsa). If the device passed the test, then the customer was advised that the device could be returned to use. In a good faith effort (gfe) response from the customer, it was stated that they had ordered a replacement fsa and were awaiting its delivery. A gfe response was received which confirmed that the replacement fsa had been installed, and the device passed all testing completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer, it was stated that they had ordered a replacement flow sensor assembly (fsa) and were awaiting its delivery. The investigation is ongoing.